Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of an air leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial tachycardia procedure an air leak occurred. Approximately 30 minutes into the procedure, air was aspirated into the introducer. A new introducer was used to complete the procedure with no adverse patient consequences.